Event description:
It was reported that the stent fell off. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left subclavian artery. A 10.0x30x135 cm express ld stent balloon catheter was selected for use. During the procedure, the stent was successfully delivered to the iliac artery, however, during deployment, the stent dislodged and fell off the balloon. Under the vascular procedural consultation, the dislodged stent was safely removed. Upon examination, a crease was noted at the tip of the stent. Subsequently, a 9-25 specification stent from the pre-installed vascular stent system was implanted without further complications as a result of this event.

Event description:
It was reported that the stent fell off. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left subclavian artery. A 10.0x30x135 cm express ld stent balloon catheter was selected for use. During the procedure, the stent was successfully delivered to the iliac artery, however, during deployment, the stent dislodged and fell off. Under the vascular procedural consultation, the dislodged stent was safely removed. Upon examination, a crease was noted at the tip of the stent. Subsequently, a 9-25 specification stent from the pre-installed vascular stent system was implanted without further complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon visual inspection, it was determined that the device was received with the stent detached and not returned with the device. The balloon was found to be loosely folded and had not been exposed to positive pressure. No issues were observed with the balloon material or the device tip. Additionally, a visual and tactile examination of the devices entire length revealed no abnormalities.